Event description:
This report summarizes one malfunction. A review of the reported information indicated that model vb10118us biopsy instrument allegedly failed to calibrate. This information was received from one source. The one reported malfunction did not involve a patient. The age and weight of the female patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is unconfirmed for the reported failure to calibrate. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review was not performed. The sample was returned to the manufacturer for inspection/evaluation. Plastic fibers on the returned device was identified. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model vb10118us biopsy instrument allegedly failed to calibrate and experienced device contamination. This information was received from one source. The one reported malfunction did not involve a patient. The age and weight of the female patient was not provided.